Event description:
It was reported that during a laparoscopic hernia repair procedure, the surgeon inserted the device through a 5 mm trocar. On pulling the handle to fire the prod over tissue, it was noted that the prod would not fire correctly. No clip was released. On firing again a malformed clip was produced. The surgeon decided to open another device which worked as expected. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.